Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1402101) indicated that the device lot met all established performance criteria prior to shipment. The event as reported is not considered to be FDA reportable, however medwatch report # 3004939290-2014-00089 is being filed in response to the user facility medwatch report(B)(4).

Event description:
The following information was reported to aci via user facility medwatch report (B)(4): "mynxgrip vascular closure device did not deploy as it should have. There was no injury to the patient. All parts of the device were removed by the doctor. No incident occurred." On (B)(4) 2014, the aci sales representative reported that the device was discarded and the deployer is in training with the aci device.